Event description:
The consumer alleges a sharp edge on a bolt on the front hanger weldment cut her leg, requiring 20 stitches to repair.

Manufacturer narrative:
Device has been in service for 55 months. Manufacturer received call from user alleging serious injury. Consumer alleges a sharp area of the front rigging contributed to the incident which involved stitches. Manufacturer contacted the dealer who suggests user operated the chair without front riggings and indicated they may have injured themselves by hitting a wall without front riggings. MDR filed based on injury claim.